Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned. Therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for an infection requiring surgical intervention. The exact root cause cannot be determined. It is possible that use of the device at the junction of the cfa and eia caused the issue to occur. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A2: age: mid 80s. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Per literature review "chio, jct, gordon, l, roche-nagle, g. Emergency autologous vein graft reconstruction after vascular closure device usage and subsequent infection. Bmj case reports. 2024. 17:e260126": from the case report, a 6fr angio-seal was following a bilateral iliac artery stenting for stenosis in the iliac limbs of the patient's prior endovascular abdominal aortic aneurysm endograft repair. Four days after, the patient presented with a left groin infected hematoma. The patient was admitted for treatment. Angio-seal was found to be superficial to the artery at the wound. The site of the angio-seal use was a longitudinal tear in the anterior arterial wall at the junctional area between external iliac artery (eia) and common femoral artery (cfa). It was determined that infection was determined to be methicillin-sensitive staphylococcus aureus (mssa).